Event description:
It was reported that triathlon knee sets have rubberized green handles where a discharge occurs at the proximal portion of the rubber handle. Hospital sterility is concerned about proper sterile field conditions for surgery.

Manufacturer narrative:
An event regarding handle wear involving a tibial alignment handle was reported. The event was confirmed. Visual analysis confirmed the reported event. The handle was returned torn. Medical records received and evaluation not performed because it is believed patient factors did not contribute to the reported event. Device history review indicated all devices accepted into stock met specification. Complaint history review indicated there have been no other events associated with the reported lot. CAPA was initiated because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. The ability to clean and sterilize the degraded instruments has not been compromised.

Event description:
It was reported that triathlon knee sets have rubberized green handles where a discharge occurs at the proximal portion of the rubber handle. Hospital sterility is concerned about proper sterile field conditions for surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.